Manufacturer narrative:
D9 - device available for evaluation: no. The complaint of particulate matter on item kl-msu3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding the chemosafelock connecter, alleging foreign matter was found within the fluid path. The reporter stated a lustrous oil-like substance at a spike tip. The event occurred before use on the patient. There was no contamination with blood or body fluid. There was no reported impact of the event on the patient or the medical institution worker. There were two defective devices. There was no patient involvement.